Manufacturer narrative:
The batch documentation is checked and no anomalies are detected. Any manufacturing fault is ruled out. The product could not be reviewed as it has not been shipped.

Event description:
The clinician indicates that he placed the implant on (B)(6) 2019 and one month later it was noted that the implant had not osseointegrated. Patient with bone quality ii. In the event the patient experienced: infection and discomfort.